Event description:
Registered my recalled CPAP device in (B)(6) 2021 and as of (B)(6) 2022 have to receive a new device. I have no idea when or if I will receive a new device. Registration # (B)(4), machine serial number: (B)(4). FDA safety report ID# (B)(4).